Event description:
The customer reported to olympus during preparation for use, evis exera ii video system center lamp doesn't turn on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the device does not have exterior damages and the igniter gn897000 was to be replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the complaint was confirmed, however, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.